Event description:
It was reported that the device had issue with downstream occlusion seal, needs replacement and preventive maintenance. There was no patient involvement. Evaluation of the returned device identified a crack on the downstream occlusion (dso) seal.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: the suspect pump was returned for evaluation. The device was visually inspected. A crack on downstream occlusion (dso) seal was noted. Functional testing was performed. The dso seal was found to be damaged. The allegation made by the complainant was confirmed. The dso seal was replaced.